Manufacturer narrative:
(B)(4). One (1) single clip of catalog number 544240 hemolok l clips 6/cart 84/box was received, it looks used, no original packaging was received, and lot #was not confirmed. During visual evaluation the single clip is damaged; bent hook. Failure mode clip slipped off vessel was not confirmed, however an alternate defect was found with sample received. Despite condition of the sample, functional inspection was performed: one hem-o-lok clip was placed manually on p/n 544191, batch # 04e0900037-005; no quality issues were found during loading. Then, attempt to close the clip into the appropriate media tubing p/n gsn5c#305 according to manufacturing procedures qip-0031tec rev. 21 & gs-0146tec rev. 07; however clip not closed, this issue is due to bent hook. Although the failure mode slipped off vessel reported by customer was confirmed during functional testing the root cause is considered unknown, since the sample was received damaged. Although from the sample received it was observed the defect reported by the customer slipped off vessel during functional testing, at this time no corrective action will be taken since is unknown why the clips are seriously damaged; bent hook.

Event description:
Alleged event: the clip dropped off the vessel after the applier was removed. The patient condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box, lot number 73k1400507 investigations did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clip dropped off the vessel after the applier was removed. The patient condition was reported as fine.